Event description:
During a coronary artery bypass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No pt complicatoins were reported by the hosp.